Event description:
It is reported that the device was implanted and revised in 2007 and that the patient experienced a fracture of the femoral neck on the same day of surgery.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a fracture of the femoral neck on the same day of surgery. The female patient has a bmi of 41 and a previous complaint was received for trochanter bursitis. It is probable that the patient's pre-operative condition of osteoarthritis was a contributing factor to the femoral neck fracture. Surgery details were not offered. The devices and/or x-rays were not provided for review. Also, lot numbers were not supplied. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.